Event description:
Customer reported receiving an electrical shock from the pump while it was plugged in to charge, though the pump did not display any temperature alarms or turn on thereafter. There was no adverse impact to the customer's blood glucose level. The customer, who was not using tandem charging supplies, was sent a replacement pump and charging supplies by technical support. The customer agreed to use a manual injection method to ensure insulin delivery is not interrupted and acknowledged instructions for returning the faulty pump and programming the new one.